Event description:
A distributing facility reported through a MedWatch, "Defective component-bipolar cord does not stay plugged in."

Manufacturer narrative:
A distributing facility reported through a MedWatch, "Defective component-bipolar cord does not stay plugged in."DeRoyal Industries, Inc. requested return of the device but it has not been received. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.